Event description:
While reporting issues with the insulin pump's battery, the customer's wife reported that the customer had a blood glucose level of 47 mg/dl. Caller reported that the customer treated with food. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.